Manufacturer narrative:
The reported observation of ¿high impedance¿ was confirmed through the implantable pulse generator (ipg) log review and noted damage to both lead extensions. The reported observation of a connection problem with the generator was not confirmed. The root cause of the impedance issue as related to the implantable pulse generator (ipg) was not ascertained; the device exhibited normal device characteristics. The root cause of the impedance issue as related to the extension was due to an overstress condition/motion fatigue, since the issue had been witnessed while the extension was in vivo. Electrical resistance testing between ends of the 2 extension segments measured open electrically. A high-resolution microscopic inspection of all extension segments for models (6371 and 6372) noted internal wire damage. The damage was across all internal wires of both extensions which would have resulted in the high impedances observed in the field.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-03244; related manufacturer report 1627487-2020-03246. It was reported that high impedance issue was observed, and the implantable pulse generator (ipg) was unable to establish communication with the clinician programmer. As a result, the ipg and the two extensions was explanted and a new ipg and extensions were implanted to resolve the issue. There were no complications during the procedure.